Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver, and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5212141) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test could not be performed because the transmitter had no voltage. A review of the shared data confirmed the reported event of a loss of connection. A root cause could not be determined with the returned transmitter. Additionally, a receiver (part number stk-gf-001/serial number (B)(4)/lot number 5214465) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the data log also confirmed the reported event of a loss of connection. A root cause could not be determined with the returned receiver.